Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g17038, h13f05068, and h13h14041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and treated with fortaz and vancomycin (dose, routes and frequencies were unknown). The cause of the peritonitis is unknown. The patient was discharged from the hospital and is recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available. This is report 4 of 4.